Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis revealed the helix was disengaged from helical channel. Blood/body fluid was present on the distal conductor (not obstructed), and in/on the helix mechanism. The outer insulation was breached cut, and the outer tubing overlay was breached cut.

Event description:
It was reported that after the helix was deployed 4 to 5 times, it could no longer be extended. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.